Manufacturer narrative:
Additional information was received that the patient was no longer receiving scs relief. The patient underwent an explant procedure. The physician did not suspect any device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm,

Event description:
A report was received that the patients scs was non-functional. The patient will undergo an explant procedure.